Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.